Event description:
It was reported that patient was implanted with the plate on (B)(6) 2017. On (B)(6) 2017 patient felt a broken plate. Patient was revised on (B)(6) 2017.

Manufacturer narrative:
The reported event that distal anterolateral tibia plate axsos 3 ti for right tibia 4 hole / l102mm was alleged of implant breakage after surgery could be confirmed. Based on investigation, the root cause was attributed to be patient related. Unfortunately no further detailed information (also patient details) could be made available due to hospital policy. Therefore we were not able to determine the exact cause of the occurrence. A non union was reported. The device inspection revealed the following: the investigation using the microscope shows on the fractured surface the appearance of a forced rupture as well as a low cycle fatigue rupture. The fracture surface reveals predominant proportions of forced rupture as well as minimal swinging lines of a fatigue breakage to some extent. The root cause of the failure was one or repeated powerful dynamically overload of the fracture area of the plate prior to bone consolidation at early mobility. Indications for material or manufacturing related issues were not found in this investigation. Possible unknown patient incident. The weight bearing (walking training) took place early (B)(6) and the breakage occurred later in that months. Note that a none union was reported. It is also clearly visible that the plate had been pre bent prior of insertion (some dents are also visible) but this did not have any impact towards the breakage though. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that patient was implanted with the plate on (B)(6) 2017. On (B)(6) 2017 patient felt a broken plate. Patient was revised on (B)(6) 2017.